Event description:
It was reported that the implantable cardioverter defibrillator (ICD)&#590;appropriately withheld therapy due to onset. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.